Manufacturer narrative:
One medfusion 3500 pump was received to investigate the reported event. The pump was received with a missing plunger tube seal on the top case, cracked bottom cace, and cracked right plunger case. A manufacturing DHR review, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. There was a "check syringe plunger sensor" error found in the error history log review. A visual inspection and power up process was done to further investigate the reported issue, and the problem was confirmed. The issue was due to incorrect timing assembly (left) by the customer. The left timing was reassembled to correct the issue. No further actions were taken.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device was alarming with a plunger error. There was no patient.